Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump had an error alarm during the prime process. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.